Event description:
It was reported that the patient had a return of symptoms. The lead impedance measurements read out of normal range. There was a lead fracture. The leads were replaced; the stimulator was also replaced due to normal battery depletion. The health professional reported the patient recovered without sequelae.

Manufacturer narrative:
This report is being filed following an internal audit.